Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was pacing at a rate of 130 beats per minute then dropped to 70 beats per minute during interrogation. The physician was questioning why the pacing returned to normal when the telemetry was removed.this issue is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on. There were no adverse patient effects reported.